Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03768 and 2015691-2024-03769. The returned device was visually examined for any abnormalities and the following was observed: crimped thv: three struts bent outwards at the inflow side. Multiple struts were bent at the outflow side. Expanded thv: bent struts were corrected after expansion and frame is distorted. Leaflets were dehydrated and wrinkled due to storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site and reviewed and revealed the following: the patient's access vessels had presence of calcification and tortuosity. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for valve frame damage was confirmed based on returned device evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instruction for use/training materials revealed no deficiencies. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", "do not over-manipulate the sheath at any time." In this case, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. It is possible that the sheath kinked during maneuvers performed to introduce the device through the tortuous and calcified vessels. Additional manipulation was likely applied to overcome the resistance caused by the difficult anatomy and the kinked sheath, and it is possible that this caused the valve frame to interact with the kinked sheath shaft during insertion, resulting in frame damage as observed. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, kinked sheath) may have contributed to the frame damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, as the physicians were attempting to insert the first 16fr esheath+ over the wire, the sheath began to bend with resistance at the proximal iliac area. The sheath ended up advancing through the iliac and into the abdominal aorta in the correct position. They then crossed the valve and inserted a stiffer wire. The sheath appeared to be straight with a slight bend through the iliac artery, but nothing out of the ordinary. As they were inserting the commander through the esheath, the physician began to feel some resistance. On fluoroscopy, it appeared that the commander was buckling at the nose of the valve frame inside the esheath at the portion of the right distal internal iliac artery. As the physician would apply forward pressure to advance the commander through the esheath, the system kept buckling. The fcs believes that it was due to not having enough back tension on the wire with the combination of tortuosity and calcium. It was decided to remove the system as whole. There was a longitudinal tear along the clear expandable portion of the sheath as well as a kink. They inserted a new 16 fr esheath+ and swapped out for a stiffer wire. They prepped a new system, and the valve went through with less resistance over the stiffer wire and slightly more back tension. There was no harm done to the patient and the patient was stable. Pre-decontamination observation noted a bent strut on the proximal end of the valve.